Manufacturer narrative:
Novocure medical opinion is that optune cannot be ruled out as a contributing factor to anxiety. Anxiety was reported as an adverse event in the (B)(6) trial of optune together with temozolomide (tmz) compared to tmz alone in patients with newly diagnosed gbm in both arms of the trial (10% and 4% in optune/tmz and tmz arms respectively) and is a known complication of the underlying disease (gbm). Risk factors for anxiety in this patient include concomitant levetiracetam (carries a warning for behavioral abnormalities including psychotic symptoms, suicidal ideation, irritability and aggressive behavior. Source: levetiracetam prescribing information), concomitant dexamethasone (carries a precaution for psychic derangements, including mood swings, personality changes, and severe depression, and aggravation of existing emotional instability or psychotic tendencies. Source: dexamethasone prescribing information), concomitant levofloxacin (carries a warning for anxiety and depression. Source: levofloxacin prescribing information) and concomitant hydrocodone/acetaminophen (known adverse reactions include anxiety and mood changes. Source: hydrocodone/acetaminophen prescribing information).

Event description:
A (B)(6) year old patient with newly diagnosed glioblastoma began optune therapy on (B)(6) 2019. On (B)(6) 2019, the patient's spouse reported that the patient had been in the hospital for the past 4 days. On (B)(6) 2019, the patient's spouse clarified that the patient's hospitalization was a result of anxiety triggered by optune therapy. On (B)(6) 2019, the patient's prescribing physician confirmed that the patient had been hospitalized with thrombocytopenia and suicidal ideation secondary to anxiety. Temozolomide and trimethoprim/sulfamethoxazole were held for thrombocytopenia and optune was discontinued. The prescribing physician did not provide a causality to the event and stated that there was no documentation in the chart that optune was the cause of the anxiety but stated that the patient believed that optune was the cause of her anxiety.

Manufacturer narrative:
On (B)(6) 2021, novocure discovered that the initial submitted medical device report had a typo in the model number for the optune device in section d4-suspect medical device model number. Corrected model number is tfh9100.